Event description:
It was reported that a homechoice device experienced a system error 2367. The patient was connected at the time of the alarm. It is unknown during which process step of peritoneal dialysis therapy this alarm occurred. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.